Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 47 mg/dl. The customer also stated that the buttons were not responding properly, and the numbers were ramping up on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.